Manufacturer narrative:
(B)(4): the customer reported that this defibrillator would not shock with external paddles. Two additional defibrillators ((B)(4) and (B)(4)) were used in this event with the same reported symptom. The customer stated that the involved patient may have been impacted because they could not deliver a shock. The two other defibrillators are reported separately in MFR report # 1218950-2010-01343 (B)(4) and in MFR report # 1218950-2010-01344 (B)(4). A philips field service engineer evaluated the device and the involved paddle set and could not reproduce the reported symptom. In addition, review of the ECG strip supports that the defibrillator was functioning as designed. The device passed all standard testing and was returned to service. All available information does not support that a malfunction occurred.

Event description:
The customer reported that this defibrillator would not shock with external paddles. Two additional defibrillators ((B)(4) and (B)(4)) were used in this event with the same reported symptom. The customer stated that the outcome of the involved patient may have been impacted because they could not deliver a shock. The two other defibrillators are reported separately in MFR report # 1218950-2010-01343 (B)(4) and in MFR report # 1218950-2010-01344 (B)(4).